Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the clip could not be fed into the jaw properly and was caught inside of the jaw. The deployed clip was malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Advancer bypass toward tissue stop, jaws unable to open, open after assisted the analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop during two consecutive firing sequences causing the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were released. The remaining clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was visible; however, this finding is not related with the incident reported. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure the 3.00x24mm promus element stent was unable to cross the lesion in the severely tortuous and calcified mid right coronary artery (rca). The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported. However, returned product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.